Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-25, batch 1392025 was received for investigation. Visual inspection identified that the distal tip of the drive geometry had broken. No fragments were returned for analysis. Further inspection revealed that the breakage site was noticeably twisted, indicating that the device broke under torsion. The observed condition is consistent with breakage due to over-torquing/over-engaging the driver during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during surgery/ treatment the screwdriver did break off while a simple metal removal. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully, the screw has been taken off with a bigger drill and a plier, because of the chance of the surgical technique the time of the surgery was extended with 40 additional minutes. It was not necessary to do a second surgery. No further information received.